Manufacturer narrative:
Customer reported the valve moved and the tube kinked. Dr. Removed valve and implanted a new one. Device history record was reviewed and no issues were observed the lot was manufactured, inspected and released in compliance with specifications. The unit returned was visually inspected for kinks and no issues were observed. The valve was tested and it performed in compliance with specifications. The valve had been implanted for 6 months before it was explanted. It is suspected the valve migrated, the tube got kinked and valve was unable to drain. The device IFU does show a complication and adverse reaction due to tube obstruction.

Event description:
Fp7 implanted (B)(6) 2016, explanted (B)(6) 2017, tube moved then kinked. Fluid could not go through, dr. Decided to take the fp7 out and implant new one. Nothing was wrong with the valve that was removed.